Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer cannot recall blood glucose reading. Troubleshooting was performed. Customer was using new duracell batteries but insulin pump display still blank. The insulin pump was blank during troubleshooting. Customer will be receiving new battery cap. Customer was advised to use backup plan until the issue is resolved. Insulin pump will not be returning for analysis.